Event description:
Curlin medical has learned of a reportable incident from a user facility. The incident reported involved a component (catheter). Per the customer's report, the catheter broke off in a patient during abdominalplasty procedure. The physician made the decision to leave the catheter remnants in place. There was no pt harm.

Manufacturer narrative:
The catheter is assembled into a convenience pack along with other kitted components. The catheter in the kit is supplied by another device MFR, micor, inc. A conclusion for the break cannot be made by curlin medical. The event info is forwarded to the catheter MFR (micor, inc.) Along with the catheter remnant for eval under their complaint handling system.